Event description:
It was reported the pt was experiencing uncomfortable stimulation in her face and neck due to the placement of the lead. The pt underwent a revision where the lead and ipg were replaced. The ipg was electively replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.